Event description:
A distributor reported that a pump's battery would not charge, despite attempts using different wall outlets, charging cables, and adaptors. There was no provided information regarding any impact on the customer¿s blood glucose level. Technical support decided to replace the faulty pump, and instructions were given to the customer for returning the pump. The customer was informed about the replacement process, confirmed their shipping address, and provided instructions for storing the device for transport. The customer, however, declined to share details about the backup therapy they would use to ensure continued insulin delivery.